Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, images evaluation were performed and found the tip of the shaft is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during surgery, the curved part of a accu-pass direct snapped off when inserted into the joint. The broken part was removed from the patient with an arthroscopic grasper. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.